Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23177. Follow-up information revealed the patient experienced pain at the ipg site. It was also reported the patient experienced difficulty charging her ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where her ipg was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23177. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient suffered a fall and experienced tenderness, and 'aching burning" painful sensations at the ipg site. Additionally, the patient reported the ipg feels closer to her skin since the fall. It was also reported the patient stimulation is in the correct location. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.